Event description:
It was reported that the forceps channel of the gastrointestinal videoscope is abnormal, and stuck. There are no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to some kind of stress such as damage or deterioration of parts, the most probable cause is expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor field performance for this device.